Event description:
Report states that patient was hospitalized for mitral valve replacement and septal myomectomy. Following surgery, patient's routine home dialysis regimen, which included both dianeal and extraneal therapy (the latter, a labeled interferent for comfort curve test strips), resumed. The report notes that the patient had no history of diabetes mellitus and post-operative blood glucose testing, performed on the accu-chek inform system, yielded results consistently in the 120 - 180 mg/dl range. Per hospital protocol, patient was treated with supplemental insulin for blood glucose results greater than 130 mg/dl. Post-operative day (pod) 2, the patient reportedly exhibited altered mental status; blood glucose, tested in the facility's laboratory, measured 44 mg/dl. Report notes that, because point-of-care glucose result was 119 mg/dl, no treatment for hypoglycemia was administered. Multiple laboratory blood glucose results, post-operative days 2 - 4, were less than 50 mg/dl, while inform system values were consistently greater than 100 mg/dl. Treatment for hypoglycemia was not initiated until pod 4, when patient became responsive only to painful stimuli. On pod 5, an endocrinology consult resulted in the discontinuation of insulin and exclusive blood glucose monitoring via the central laboratory. An MRI, on an unreported date, showed changes consistent with metabolic encephalopathy. Because patient remained unresponsive, on pod 10, patient's family withdrew support. At the time of the report, the test strips in use at the time of the event were no longer available. No product will be returned to the manufacturer for evaluation.

Event description:
Report states that patient was hospitalized for mitral valve replacement and septal myomectomy. Following surgery, patient's routine home dialysis regimen, which included both dianeal and extraneal therapy (the latter, a labeled interferent for comfort curve test strips), resumed. The report notes that the patient had no history of diabetes mellitus and post-operative blood glucose testing, performed on the accu-chek inform system, yielded results consistently in the 120 - 180 mg/dl range. Per hospital protocol, patient was treated with supplemental insulin for blood glucose results greater than 130 mg/dl. Post-operative day (pod) 2, the patient reportedly exhibited altered mental status; blood glucose, tested in the facility's laboratory, measured 44 mg/dl. Report notes that, because point-of-care glucose result was 119 mg/dl, no treatment for hypoglycemia was administered. Multiple laboratory blood glucose results, post-operative days 2 - 4, were less than 50 mg/dl, while inform system values were consistently greater than 100 mg/dl. Treatment for hypoglycemia was not initiated until pod 4, when patient became responsive only to painful stimuli. On pod 5, an endocrinology consult resulted in the discontinuation of insulin and exclusive blood glucose monitoring via the central laboratory. An MRI, on an unreported date, showed changes consistent with metabolic encephalopathy. Because patient remained unresponsive, on pod 10, patient's family withdrew support. At the time of the report, the test strips in use at the time of the event were no longer available. No product will be returned to the manufacturer for evaluation. The event was first reported to roche diagnostics on (B)(4) 2012, in an email received from (B)(6). Included in the message were copies of the conference abstract (factitious hyperglycemia and subsequent iatrogenic hypoglycemia in a hospitalized peritoneal dialysis patient managed with icodextrin dialysate) and (B)(4). Attached to the roche's initial report submission were copies of (B)(4) and conference abstract from endocrine review, which provided the first mention of a roche product associated with the adverse event: but post-operative cbg measured with gdh-pqq based roche glucometers were consistently in the range of 120-180 mg/dl. A roche diagnostics technical support representative contacted the dialysis clinic (initial reporter to (B)(6)) and was told, by a staff member, that they had no knowledge of roche products associated with the reported event. Contact information was sought for doctors (B)(6), authors of the conference abstract, and both were found to be on the faculty of (B)(6). Lists 7 affiliated hospitals, 2 of which are located in (B)(6). In order to determine if a roche product had, in fact, been in use at the time of the event, technical support contacted both hospitals, in (B)(6), and was able to verify that the event occurred at: (B)(6). Although (B)(6) confirmed that accu-chek inform meters and comfort curve test strips were used at the time of the event, he stated that, because the event occurred more than 2 years ago, he was unable to provide specific information about the products in use at the time. Further, he noted that no additional information is currently available, nor will it become available at a later date. No product was returned to the manufacturer for evaluation. The roche diagnostics investigation unit, having received the complaint information, has updated the case with the following information: the complaint states that patient's blood glucose was tested, using comfort curve test strips, concomitant with peritoneal dialysis therapy with fabricant solution extraneal. Extraneal solution is a labeled interferent with the comfort curve chemistry and known to provide falsely elevated blood sugar results as indicated in the package insert: additional limitations: warning: if you are currently using drug therapies that contain or break down into maltose or galactose, do not use the accu-chek comfort curve test strips. Certain therapies can elevate the levels of maltose or galactose in your blood, leading to falsely elevated blood sugar test results. For example: peritoneal dialysis solution containing icodextrin (e.g. Extraneal), certain types of intravenous immunoglobulin therapies (e.g. Octagam 5%), intravenous solution containing maltose as a means for patient hydration. Note: the list of drugs mentioned above is not intended to be all inclusive and may not include recently introduced, new drugs. Therefore always consult the drug package insert to determine whether it contains or breaks down into maltose or galactose. The accu-chek comfort curve product was not being using according to package insert recommendations. As the product was not returned for investigation, and no product will be returned, no further assessment/statement can be made concerning the meter to professional system comparison.

Manufacturer narrative:
This is the same event reported, by the drug manufacturer, on (B)(4). Literature citation: rico, e., & jakoby, j. (2011). Factitious hyperglycemia and subsequent iatrogenic hypoglycemia in a hospitalized peritoneal dialysis patient managed with icodextrin dialysate. Endocrine reviews, suppl. Meeting abstracts 32. 3 endocrine society. This information was provided to FDA on (B)(4) 2012, in response to an email request for additional information.

Manufacturer narrative:
This is the same event reported, by the drug manufacturer, on (B)(4). Literature citation: rico, e., & jakoby, j. (2011). Factitious hyperglycemia and subsequent iatrogenic hypoglycemia in a hospitalized peritoneal dialysis patient managed with icodextrin dialysate. Endocrine reviews, suppl. Meeting abstracts 32. 3 endocrine society. Device not returned to manufacturer